Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date on original report was 02/28/15, misunderstood in updated report as 03/11/15. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: it was reported that the surgeon used a battery powered driver (bpd) with the matrixwave mmf system to place two plates. The last screw hole on the end of one plate was broken off during screw insertion using the bpd. The surgeon's use of a battery powered driver (bpd) with the matrixwave mmf system which is not recommended. The system was not validated for use with the bpd and warns against using instruments outside of what the IFU describes.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate broke during a case. There were no reports of patient harm or of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.